Event description:
At about 2 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 march 2024. Lot 1903723: (B)(4) items manufactured and released on 24-july-2019. Expiration date: 2024-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two other similar reported events during the period of review.